Manufacturer narrative:
Device evaluation of electrode belt has been completed.  The reported problem (damaged cable) has been confirmed.  Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes, and "c" & "d" cable was pulled from the distribution node, damaging wires in the cable.    The root cause for the strained cable was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.